Event description:
It was reported that a spectrum pump has a sys error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The unit was rec'd inoperable due to the reported symptom of "sys error 105" alarms caused by a failed I/o printed circuit board. The I/o printed circuit board will be replaced.